Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. The shaft and the remainder of the device were inspected for damage. No damage was noticed. The device was set up and the device functioned as designed with no issues. Functional analysis was done by completing the aspiration testing. Test results showed that the device did perform as designed per specifications withdrawing 51ml of fluid in the 1 minute time frame. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the device stalled during use. A 2.4mm jetstream® xc atherectomy catheter and non-bsc guidewire were selected for an atherectomy procedure in the left superficial femoral artery. Two passes with the device were made inside the patient. However, the system subsequently stalled and the device was removed. It was noted that something was stuck in the jetstream. The procedure was completed with a balloon. There were no patient complications and the patient was well.